Event description:
A customer observed false negative ngsag results on a patient sample. Positive results were obtained using alternate methods. No patient results were reported. False negative hbsag results could present a risk to public health. There was no report of patient harm as a result of this event.